Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced high blood glucose as well as low blood glucose. Customer¿s current blood glucose was 300 mg/dl,600 mg/dl,35 mg/dl,460 mg/dl,99 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the apple juice and yogurt. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did not allege insulin pump was over delivering. The customer declined troubleshoot for low blood glucose. Customer also reported that cannula was bent. The insulin pump will not be returned for analysis.